Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure while performing induction testing, the patient's arrhythmia spontaneously converted. After the initial attempt, the programmer was unable to initiate the induction pulse. The device timer was reset despite being at zero in order to force a command to the device to re-establish telemetry. The subsequent induction command was successful and testing completed. No adverse patient effects were reported.